Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that during an acl surgery with meniscus root repair, the first pass mini upper jaw tore off and it was found loose inside the knee joint. The pieces were removed using a grasper and the procedure was successfully completed using a different technique and a surgical delay of 15-20 minutes was reported. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Event description:
It was reported that during an acl surgery with meniscus root repair, the first pass mini upper jaw tore off and it was found loose inside the knee joint. The pieces were removed using a grasper the procedure was successfully completed with a back-up device and a delay of 15-20 minutes was reported. No other complications were reported.

Manufacturer narrative:
H10 h3,h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection of the returned instrument shows a broken and removed suture capture. No manufacturing abnormalities. A functional evaluation revealed the needle will deploy when trigger is initiated, the suture capture is broken. A review of customer provided image shows broken suture capture in a plastic container. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated event. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. The complaint was confirmed. Factors that could have contributed to the reported event include: (1) excessive force (2) tissue thickness (3) damage or debris on the device tip during passes.